Event description:
It was reported that eighteen (18) non-vented high-volume inlets had liquid (moisture) found near the bevel (spike). This was observed during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Eighteen (18) actual devices and a retained product sample were evaluated. Visual inspection of the actual and retained samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.